Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain, right sided pain/pain") and gastrointestinal injury ("migration of essure device location of device: adhered to colon") in a 28-year-old female patient who had essure (ess205) (batch no. 627282,626906) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hematuria, anxiety and migraine. Concomitant products included escitalopram oxalate (lexapro), topiramate (topamax) and tramadol. In (B)(6)2007, the patient had essure (ess205) inserted. On (B)(6)2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("painful menstrual cycle/dysmenorrhoe (cramping)"). In (B)(6)2008, the patient experienced vaginal haemorrhage ("extreme vaginal bleeding, abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6)2008, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("severe lower back pain") and complication of device insertion ("introducer would not retract and this essure was removed completely intact") and was found to have blood urine present ("blood in her urine"). The patient was treated with surgery (bilateral salpingectomy - bilateral laparoscopic tubal ligation). Essure (ess205) was removed on (B)(6)2008. At the time of the report, the pelvic pain, gastrointestinal injury, dysmenorrhoea, abdominal pain, blood urine present, back pain and complication of device insertion outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, back pain, blood urine present, complication of device insertion, dysmenorrhoea, gastrointestinal injury, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: results: total bilateral occlusion.. Diagnostic results: on (B)(6)2008: CT abdomen and pelvis (without contrast) pelvis: the left essure tube appears to be partially surrounded by fat and may actually project. Outside the left fallopian tube. Essure confirmation test: as per mr- date: 01-oct-2008: the one in the right projects over the right side of the midpelvic while the one on the left projects over the inferior aspect of the left sacral ala . Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain, abdominal pain. Batch number: 626906, man date: 2008/04, exp date: 2010/03. Batch number: 627282, man date: 2008/05, exp date: 2010/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain, right sided pain") and gastrointestinal injury ("migration of essure device location of device: adhered to colon") in an adult female patient who had essure (ess205) (batch no. 627282, 626906) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("extreme vaginal bleeding, abnormal bleeding (vaginal)"), blood urine present ("blood in her urine"), back pain ("severe lower back pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), gastrointestinal injury (seriousness criteria medically significant and intervention required) and complication of device insertion ("introducer would not retract and this essure was removed completely intact"). The patient was treated with surgery (bilateral salpingectomy - bilateral laparoscopic tubal ligation) and surgery (bilateral salpingectomy - bilateral laparoscopic tubal ligation). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, blood urine present, back pain, gastrointestinal injury and complication of device insertion outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, back pain, blood urine present, complication of device insertion, dysmenorrhoea, gastrointestinal injury, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: total bilateral occlusion on (B)(6) 2008: CT abdomen and pelvis (without contrast). Pelvis: the left essure tube appears to be partially surrounded by fat and may actually project. Outside the left fallopian tube. Essure confirmation test: as per mr- date: (B)(6) 2008: theone in the right projects over the right side of the midpelvis while the one on the left projects over theinferior aspect of the left sacral ala . Most recent follow-up information incorporated above includes: on 7-jun-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information added. Essure insertion date updated to 23-sep-2008 and removal date updated to 13-oct-2008. Lot number (627282, 626906) added. Events abnormal bleeding (menorrhagia), migration of essure device location of device: adhered to colon and introducer would not retract and this essure was removed completely intact added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain, right sided pain / pain') and gastrointestinal injury ('migration of essure device location of device: adhered to colon / misplaced essure device') in a 28-year-old female patient who had essure (ess205) (batch no: 627282, 626906) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, pelvic pain female and device dislocation. Concurrent conditions included hematuria, anxiety and migraine. Concomitant products included escitalopram oxalate (lexapro), topiramate (topamax) and tramadol. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("painful menstrual cycle / dysmenorrhoe (cramping)"). On (B)(6) 2008, the patient experienced vaginal haemorrhage ("extreme vaginal bleeding, abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2008, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("severe lower back pain") and complication of device insertion ("introducer would not retract and this essure was removed completely intact") and was found to have blood urine present ("blood in her urine"). The patient was treated with surgery (bilateral salpingectomy - bilateral laparoscopic tubal ligation). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, gastrointestinal injury, dysmenorrhoea, abdominal pain, blood urine present, back pain and complication of device insertion outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, back pain, blood urine present, complication of device insertion, dysmenorrhoea, gastrointestinal injury, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in removal date: on (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina: on an unknown date: results: total bilateral occlusion. Diagnostic results: on (B)(6) 2008: CT abdomen and pelvis (without contrast). Pelvis: the left essure tube appears to be partially surrounded by fat and may actually project. Outside the left fallopian tube. Essure confirmation test: as per mr- date: on (B)(6) 2008: theone in the right projects over the right side of the midpelvis while the one on the left projects over theinferior aspect of the left sacral ala. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain, abdominal pain. Batch number: 626906, man date: 2008/04, exp date: 2010/03. Batch number: 627282, man date: 2008/05, exp date: 2010/05 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-nov-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain, right sided pain/pain') and gastrointestinal injury ('migration of essure device location of device: adhered to colon/misplaced essure device') in a 28-year-old female patient who had essure (ess205) (batch no. 627282,626906) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, pelvic pain female and device dislocation. Concurrent conditions included hematuria, anxiety and migraine. Concomitant products included escitalopram oxalate (lexapro), topiramate (topamax) and tramadol. In (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("painful menstrual cycle/dysmenorrhoe (cramping)"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("extreme vaginal bleeding, abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2008, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("severe lower back pain") and complication of device insertion ("introducer would not retract and this essure was removed completely intact") and was found to have blood urine present ("blood in her urine"). The patient was treated with surgery (bilateral salpingectomy - bilateral laparoscopic tubal ligation). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, gastrointestinal injury, dysmenorrhoea, abdominal pain, blood urine present, back pain and complication of device insertion outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, back pain, blood urine present, complication of device insertion, dysmenorrhoea, gastrointestinal injury, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in removal date : (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: results: total bilateral occlusion.. Diagnostic results: on (B)(6) 2008: CT abdomen and pelvis (without contrast) pelvis: the left essure tube appears to be partially surrounded by fat and may actually project. Outside the left fallopian tube. Essure confirmation test: as per mr- date: (B)(6) 2008: theone in the right projects over the right side of the midpelvis while the one on the left projects over theinferior aspect of the left sacral ala. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain. Batch number: 626906 man date: 2008/04 exp date: 2010/03. Batch number: 627282 man date: 2008/05 exp date: 2010/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-nov-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain, right sided pain/pain') and gastrointestinal injury ('migration of essure device location of device: adhered to colon/misplaced essure device') in a 28-year-old female patient who had essure (ess205) (batch no. 627282,626906) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, pelvic pain female and device dislocation. Concurrent conditions included hematuria, anxiety and migraine. Concomitant products included escitalopram oxalate (lexapro), topiramate (topamax) and tramadol. In (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("painful menstrual cycle/dysmenorrhoea (cramping)"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("extreme vaginal bleeding, abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2008, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("severe lower back pain") and complication of device insertion ("introducer would not retract and this essure was removed completely intact") and was found to have blood urine present ("blood in her urine"). The patient was treated with surgery (bilateral salpingectomy - bilateral laparoscopic tubal ligation). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, gastrointestinal injury, dysmenorrhoea, abdominal pain, blood urine present, back pain and complication of device insertion outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, back pain, blood urine present, complication of device insertion, dysmenorrhoea, gastrointestinal injury, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in removal date :-(B)(6) 2008 . Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: results: total bilateral occlusion.. Diagnostic results: on (B)(6) 2008: CT abdomen and pelvis (without contrast) pelvis: the left essure tube appears to be partially surrounded by fat and may actually project. Outside the left fallopian tube. Essure confirmation test: as per mr- date: (B)(6) 2008: the one in the right projects over the right side of the midpelvic while the one on the left projects over the inferior aspect of the left sacral ala . Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain, abdominal pain. Batch number: 626906 man date: 2008/04 exp date: 2010/03. Batch number: 627282 man date: 2008/05 exp date: 2010/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-nov-2020: mr received: case is medically confirmed as medically confirmed reporter added. Patient aka name added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("extreme vaginal bleeding"), blood urine present ("blood in her urine") and back pain ("severe lower back pain"). The patient was treated with surgery (plantiff underwent surgery to remove essure.). Essure (ess205) was removed in (B)(6) 2007. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, vaginal haemorrhage, blood urine present and back pain outcome was unknown. The reporter considered abdominal pain, back pain, blood urine present, dysmenorrhoea, pelvic pain and vaginal haemorrhage to be related to essure (ess205). No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.